Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
Three endeavor sprint drug eluting stents were implanted during the index procedure; one in the cx and two in the lad. An angiographic complication of dissection occurred in the lad during the index procedure. The event was not assessed for relatedness with the study device.